Manufacturer narrative:
Since the original report was filed the investigation into the access site bleeding has concluded. The impella pump and sheath product were not returned but, clinical details were reviewed. The physician noted that the patient was moving which resulted in bleeding form the access site. The failure mode will be monitored and trended.

Manufacturer narrative:
The us complainant has not returned any product for benchtop analysis to root cause. Should more information be shared that leads to root cause, a final report will be forthcoming. Of note in the IFU there is the following noted: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The medical center had an impella cp support ongoing in which there was an access site bleed that prompted the team to intervene by infusing blood products and stitching the site. The pump supported the patient for 6 days and was weaned and explanted.